Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a follow-up, multiple recorded episodes were reportedly observed, with non-physiologic simultaneous signals on the atrial and ventricular channels.

Event description:
During a follow-up, multiple recorded episodes were reportedly observed, with non-physiologic simultaneous signals on the atrial and ventricular channels.

Manufacturer narrative:
Please refer to the attached analysis report.